Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).a service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump that "will not run on battery", which was identified during programming/set-up in the intensive care unit. Upon reviewing the pump's event history, baxter quality engineering identified this condition as failure code 570 and discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump which "will not run on battery" was confirmed and duplicated during product evaluation. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Review of the event history determined that the reported condition occurred on (B)(4)-2010 not on the reported occurrence date of (B)(4)-2010. Should additional information be received, a follow-up medwatch will be submitted.